Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. While turning the is-1 pin, torque transfers to the helix. The helix is stretched out of specification. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the defib conductor was distorted midsection at 39 centimeters, and the outer insulation was torn at electrode end at 46 centimeters. Damage at implant was noted.

Event description:
It was reported, during an implant procedure, the screw of the lead became stuck in heart tissue and untwisted on its own prior to reaching the ventricle. Consequently, this lead was not implanted. The report indicated no additional action was required for removal and replacement of lead. Additionally, no patient complications were indicated or have been reported a result of this event.